Event description:
Device 3 of 3. Reference MFR report: 3006705815-2019-00768, reference MFR report: 3006705815-2019-00769. Follow-up information indicated reprogramming was able to resolve the issue. Reportedly, patient is receiving successful stimulation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR report: 3006705815-2019-00768, reference MFR report: 3006705815-2019-00769. It was reported the patient was not receiving effective stimulation. Additionally, patient was receiving stimulation outside the pain areas. Surgical intervention may be undertaken at a later date to address the issue.